Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch ultra2 meter had a power issue ¿ battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred in (B)(6) 2014 on an unspecified time prior to contacting lfs. The patient manages their diabetes with insulin and oral medications. It was unknown if any action was taken to their regular diabetes management regimen routine as a result of the power issue. Around the same time, the patient claimed she subsequently had symptoms of ¿sweats, shaking, feeling weak¿ due to the alleged power issue. There was no report of any required medical intervention. At the time of troubleshooting the cca noted that there was no misuse of the product, the patient did not have replacement batteries. Cca noted the meter battery needed replacing. This complaint is being reported because the patient developed symptoms that can be suggestive of hypoglycemia. The lfs products were requested back for investigation.